Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a blade was not stable (shaking) after connecting to the hp and activated during operation. The procedure was completed with a new blade. There was no patient impact.